Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction alarm and tandem customer technical support (cts) assisted the customer with clearing the alarm. Prior to receiving the alarm, the customer did not bolus for a snack that was consumed and the bg elevated to 269 mg/dl. Cts offered to troubleshoot for the high bg; however, the customer declined.